Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted after presenting with pacing impedance measurements above 4000 ohms and not working properly. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead will not be returned for laboratory analysis as it was capped and remains in the patient. A new lead was then successfully implanted and remains in service. No additional information is available. If any additional information does become available, this report will be updated.